Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, animas received notification stating that the patient was removed off the pump in (B)(6) due to high blood glucose (bg) issues. The patient reportedly experienced bgs in the 300 mg/dl range with ketones and weight loss. The health care provider (hcp) stated to the patient that the insulin on board (iob) was set for a 6 hour duration on the pump when it should have been set to 3 hours. Customer support (cs) contacted the patient multiple times and was unsuccessful. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was unknown what the contributing factors were to the patient¿s reported event.